Manufacturer narrative:
Additional information: according to the information received from the field the recipient has no longer benefit with the device. In situ measurements are indicative of a device malfunction. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation with a cochlea implant is considered but no date has been scheduled yet.

Event description:
The user was no longer receiving any amplification from the device, the loss was perceived sudden. There is no report of any accident or trauma. The user is at the border of the indication criteria, thus re-implantation with a cochlea implant is planned but no date has been scheduled.

Event description:
The user is no longer receiving any amplification from the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.